Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that both leads were fractured at the connector block. It was noted that no frayed wires were observed. It was reported that a complete explant/replacement was done today. It was reported that following today¿s surgery, the patient was given 4 groups each targeting painful areas. It was reported that the patient was pleased with coverage and relief. It was noted that even with padded dressing they were able to get signal strength in the low 60¿s. It was reported that the patient was alive with no injury.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); explanted: 2014 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (B)(4) found no significant anomaly. It was stated that the stim lead body was cut through and the product segmented. Analysis of the implantable neurostimulator (ins) (B)(4) found no significant anomaly. It was stated that the stim ins battery was overdischarged and permanently damaged. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 91. The last recorded recharge session done while the device was implanted was on (B)(6) 2009. The device was recharged for 1 hour and 56 minutes and the battery charged from 3.600v to 3.760v. The parameter trend diagnostic section of the trace report showed patient usage during this recharge session. The therapy available diagnostic section had a therapy loss count of 5; the latest was on (B)(6) 2009. The battery has been in the over discharge state for approximately 4 ½ years. Battery charged sufficiently to obtain the trace report and ir, but will not hold sufficient power to complete the final functional test (ngt). A normal recharge started automatically after 2 physician mode recharges at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 3 hours and 26 minutes from 2.605v to 3.695v. Charging was interrupted to obtain the ir and trace report. Charging resumed for 1 hour and 55 minutes bringing the battery voltage to 3.850v. The battery discharges rapidly.